Event description:
It was reported that while using an inset infusion set, the user got his fingers stuck on the adhesive when removing the blue needle guard, which led to pulling off the infusion site; the event is consistent with an infusion set deployed incorrectly or the connector not attached correctly, and the involved component was the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education that enabled completion of the supply change with a new inset without further issues. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure during set deployment involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.